Event description:
Additional information was received that the location of the aneurysm was the ophthalmic bifurcation. It was noted that it was submitted as a stenosis, but the correct information was that the MRI showed a lesion with edema. No abnormalities were found in the stent or in the vessel. The possibility of contrast encephalopathy, granulomatous reaction, or metal allergy has been considered, but since the symptoms appeared after discharge from the hospital and not immediately after the surgery, it is assumed that it may be a metal allergy to the pipeline due to the timing of the symptoms. The possibility of metal allergy was raised during the post-operative interview with the patient. The patient's symptoms have not been resolved and at this time, the patient is still on steroids and has not been tested for metal allergy. The patient is currently doing well on steroids. The cause of the symptoms after the pipeline implant was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E: initial reporter/physician information not reported by region due to countries privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after discharge from the hospital, the patient was transported back to the hospital with temporary ischemia. There was edema in some vessels and an allergic reaction were suspected. Steroids were administered and the symptoms improved. The patient was unaware of any allergies at the pre-implant checkup. The patient has not been tested for a metal allergy. The pipeline was not used for an off label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU).  The patient was undergoing surgery for treatment of a amorphous, unruptured ophthalmic artery bifurcation aneurysm with a max diameter of 10mm and a 6mm neck diameter. The landing zone artery size was 3mm distally and 4.1mm proximally. It was noted the patient's tortuosity was normal. Dual antiplatelet therapy (dapt) was administered. The post operative findings related to blood flow contrast were good and showed no problems.